Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary - major bleed/myocardial. Infarction/hypotension/epistaxis/bradycardia/ischemia/thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 67-year-old male with a past medical history significant for prior coronary artery bypass grafting, diabetes mellitus, and coronary artery disease underwent placement of an impella cp (sn: (B)(6) via right femoral percutaneous arterial access on (B)(6) 2026 at 11:45 am for post cardiotomy cardiogenic shock. The patient had undergone 3 vessel CABG on (B)(6) 2026 (svg om, svg pda, lima lad) and was returned to the operating room the morning on (B)(6) 2026. On the afternoon on (B)(6) 2026, the patient developed massive systemic bleeding from multiple sites (jp drain, nose, and mouth) along with recurrent stemi, bradycardia, and hypotension. Despite aggressive resuscitative efforts, including acls and transfusion, the patient progressed to pulseless arrest. Treating clinicians determined that the patient¿s deterioration and eventual death resulted from a mixed clinical picture of massive hemorrhage and loss of coronary perfusion, rather than a malfunction or deficiency of the impella cp device. Therefore, the event is assessed as related to the patient¿s underlying condition and postoperative complications, not to the performance of the device. The device is not available for return.